Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: the investigation could not be completed; no conclusion could be drawn, no service history review can be performed as this is a lot controlled item. Service history review: part no: 311.43, lot no: 5299019. The manufacture date of this item is 29-aug-2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented that the knob on the back end of a handle with quick coupling, small came off. This occurred during a case. The piece was easily retrieved. Another device was available for use in the set. There was no surgical delays, no fragments noted, the procedure was successfully completed without further incident and no harm to patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the knob on the end came off. The repair technician reported the knob was loose. Loose component is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Event date: initially reported as (B)(6) 2015; should be (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the handle with quick coupling, small is intended for use in screw insertion by coupling with various screwdriver shafts, and is used across multiple systems. The complaint condition was able to be confirmed for the returned instrument as the palm grip was returned separated from the remainder of the instruments handle. A definitive root cause was unable to be determined however the failure mode is likely related to wear/repeated sterilization. The drawings for this device were reviewed. The current design of this device was found to be adequate for the intended use of this handle. This device was manufactured prior to june 2011 the handle material changed from phenolic le to radel r-5000. Given the well-worn condition of the handle and quick coupling, it is likely that repetitive sterilization cycles lead to this complaint, and wear between the handle and knob negatively impacting the interference between these parts of the assembly. The internal material may be distorted, causing material interference. This complaint condition is confirmed, however there have been design changes implemented following the release of this particular handle with quick coupling, small which should reduce the occurrence of this complaint condition. The current design of this device is adequate for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.